Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the handpiece jaw cannot be opened or closed and it could no longer be used. When it was returned from the surgical field to the instrument table, and upon checking, opening/closing operation could not be done and it was in a state in which the blade was out. A new handpiece was used to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during laparoscopic liver resection procedure, the handpiece jaw cannot be opened or closed and it could no longer be used about more than an hour when they were about to use the handpiece to tissue. When it was returned from the surgical field to the instrument table, and upon checking, opening/closing operation could not be done and it was in a state in which the blade was out. The handpiece was cleaned every time it was returned to the instrument table. A new handpiece was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a wire failure. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife trigger was stiff at press but the blade would advance and retract once additional force is applied to the trigger. The heel gap of the device was measured and it was found to be within specification. The device would produce an instant regrasp alarm when activation was attempted. The device was disassembled, and it was found that the device's red wire had come out of the pull tube and was severed. The knife pull would get stuck on the wire when attempting to advance and retract. This can also affect the jaw's function. It was reported that the knife blade of the device was exposed, and the jaws of the device were difficult to open and close. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The evaluation detected an unreported condition: knife track damage. Visual inspection noted the unit had a seal plate failure. The product analysis noted evidence that the device was not used as intended. The damage to the knife track may occur when the user is struggling to operate the knife blade. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.